Event description:
During an unknown procedure, an error code 5 was displayed. After testing the instrument, the surgeon continued to use the shear unitl the blade broke and fell inside the pt. The blade tip was retrieved and another like device to complete case. No pt consequence.